Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2013, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017 the devices were explanted due to a type ii endoleak of unknown origin. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4) the review of the manufacturing paperwork verified that this lot met all pre-release specifications.